Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The complete block of o2, n2o and air gas valves were replaced to resolve the reported issue.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 concentration. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6).